Event description:
Customer reported experiencing inaccurate erratic results with a fasttake meter. Blood glucose results were 14.4 and 24.7 mmol/l. Tests were done within 5 minutes with a difference of 47%. Pt did not experience any adverse events.